Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: there were pump reboots observed in the black box. The battery cap was not returned for investigation, so a test cap was used and was able to secure to the pump. The pump was exercised for 24 hours with no power issues occurring. The battery compartment was cracked with corrosion observed inside. The pump leaked at the battery compartment. The pump was opened and no further evidence of moisture or damage was found. (B)(4).